Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a system error 2240 (air in line/set) alarm which occurred during an unspecified stage of peritoneal dialysis therapy resulting to an unspecified infection. The alarm was as a result of a disconnection between the patient's titanium adapter and the transfer set. The patient noticed that solution had leaked from the disconnection site as well. The patient ended therapy and went to their clinic where their transfer set was replaced. On an unspecified date, the patient was diagnosed with an infection and was treated with an unspecified intraperitoneal antibiotics for two weeks. At the time of this report the patient's outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that following the disconnection, the patient¿s effluent took on the appearance of "cottage cheese". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information relevant tests/lab data. Should additional relevant information become available, a supplemental report will be submitted.